Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 7 years and 7 months. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. No other details.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the reported event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.

Manufacturer narrative:
Based on the patient's op report, she has a history of tricuspid valve endocarditis due to a dental procedure. She has undergone 2 tricuspid valve surgeries in the past. She has developed acquired heart block and has had numerous pacemaker procedures. She now presents with severe tricuspid regurgitation and a right ventricular lead that goes through the center of her tricuspid valve. It was felt she would benefit from tricuspid valve replacement. The previously implanted device was removed and replaced with another edwards bioprosthetic valve. Unfortunately, no findings on the explanted valve were documented. Overall, the patient was reported to have tolerated the procedure well and was transported to the ICU in stable condition. Since the sample device was not returned for analysis, the root cause of this event could not be confirmed. The op report documents a pacemaker lead going through the center of the tricuspid valve, possibly contributing to the reported event. No further actions are possible with the available information.